Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. Accidental needle stick occurred, no medical treatment required. No adverse event reported. Requested return of suspect device and replace was sent.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. Accidental needle stick occurred, no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.